Event description:
Clinical study. It was reported that 396 days after a carotid stenting procedure, the patient experienced in stent re-stenosis. The target lesion was located in the left proximal internal carotid artery, with an 80% stenosis and was 20 mm long with a 6 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 10%. Hospital stroke scale performed the next day was 0. The patient was discharged the next day. At 396 days after the index procedure, the patient was seen for a 12-month follow-up visit. The patient was asymptomatic with nih stroke scale of 0. Per the ultrasound crf, the 12-month follow-up noted a 59% target lesion stenosis. No additional information available at this time. In the opinion of the physician, the relationship of the restenosis to the nexstent is possibly related.

Manufacturer narrative:
All records indicate the lot was manufactured according to documented work instructions with no discrepancies. The complaint device was not returned; therefore, product analysis was not possible. Without product analysis, it was not possible to confirm the reported event or inspect the device for potential root causes. Upon review of available information related to this event, there is no evidence to indicate the device malfunctioned or failed to perform to specification. The most probable root cause is considered anticipated procedural complication.